Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
A foreign object found in an unopened sterile 50ml syringe lot 2408024 exp 31/07/2029. Fortunately, this was noticed before setting up the infusion and the process was restarted.

Event description:
A foreign object found in a unopened sterile 50ml syringe lot 2408024 exp 31/07/2029. Fortunately this was noticed before setting up the infusion and the process was restarted. I can confirm that the syringe was disposed of by a third party unfortunately. I personally viewed the syringe and it looked like a small piece of organic matter (like a brown leaf) approximately 4mm x 3mm.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2408024, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no foreign matter or other particles were observed. Based on the available information we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.